Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the implant returned broken in pieces, based on evidence provided, the reported event can be confirmed. However a complete potential cause cannot be established. A functional evaluation was performed intending to separate the porous sheet and small amount of force needs to be applied; it was not effortless. Synpor surgical technique se_835914 rev. Ab was reviewed and the following relevant statements were found: synpor sheets implants have an open interconnected porosity to support tissue ingrowth. Synpor implants can be cut and sculpted with scissors, mesh cutters and/or scalpel to the desired shape. Excessive and repetitive contouring of the implant increases the risk of implant breakage. In order to determine the appropriate amount of fixation for stability, the surgeon should consider the size and shape of the fracture or augmentation area. Do not attempt to re-sterilize the unused contents of an opened pack. Re-sterilizing of synpor implants can result in product not being sterile, and/or not meeting performance specifications. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the synpor sheet 50*50 t1.5 would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: :08.510.130s. Lot number : ds7009099. Release to warehouse date : (B)(6) 2022. Expiration date : (B)(6) 2027. Supplier: dsm biomedical. Manufacturing site: werk selzach logistik . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay reported event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: part# 08.510.130s. Lot # ds7009099. Manufacturing site: dsm biomedical. Supplier ; (B)(4). Release to warehouse date: 01 apr 2022. Expiration date: 01 mar 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes, however a video was provided for review. The video investigation revealed that the implant was broken from the edges and then user breaks the implant sheet in more than one piece. A potential cause was not possible to established based on current available information. Properly handling and attention to the approved use diminishes the risk of failure. Synpor surgical technique was reviewed and the following relevant statements were found: excessive and repetitive contouring of the implant increases the risk of implant breakage. In order to determine the appropriate amount of fixation for stability, the surgeon should consider the size and shape of the fracture or augmentation area. Do not attempt to re-sterilize the unused contents of an opened pack. Re-sterilizing of synpor implants can result in product not being sterile, and/or not meeting performance specifications. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the synpor sheet 50*50 t1.5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, before the surgery, the device was broken off. All broken parts were removed. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report involves one (1) synpor square sheet-sterile 50mmx50mm/1.5mm thick. This is report 1 of 1 for (B)(4).